Event description:
The customer returned the gastrointestinal videoscope which is an olympus asset with no reported complaint. During the evaluation of device, foreign objects (white foreign material) in air-water cylinder (tube) was found. The repair center access the condition and determined that the cause for foreign objects in air-water cylinder (tube) could not be established. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.